Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to the ipg experiencing difficulty charging and communicating. The patient was recently defibrillated (not device related) and since that time the ipg would not work correctly. The ipg was replaced and the patient is reportedly doing well following the procedure.